Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the top of the reservoir was leak. Customer's blood glucose level was 176 mg/dl. Customer also stated that the fluid is visible in the reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak. (B)(4).